Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), was completed on february 25, 2016 which confirmed that the injector was operating within bayer specifications. The disposables used in the reported occurrence were discarded by the customer. Lot numbers were not recorded; therefore testing of retained samples is unable to be performed. The customer has accepted additional applications training. A site visit date is scheduled for march 29, 2016. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient. The site continues to use the avanta fluid management system after the reported event. No further issues were reported.

Event description:
A bayer representative reported the following: a patient was undergoing a percutaneous coronary intervention while connected to the avanta fluid management system. Angiography was performed post stent and balloon implantation to confirm proper placement. During the contrast injection an indeterminate amount of air was visualized into the right coronary artery. The patient's condition was reported as hemodynamically unstable with inferior st- segment elevation along with critical bradycardia and hypotonia. The physician treated the patient with intracoronary nitrate, adenosin, naheparin and intensive fluid therapy. The patient was reported to recover with no permanant injury.